Event description:
It was reported via email that the customer's insulin pump buttons were not responding. No cracks or other malfunctions were observed. The customer was then contacted and reported the insulin pump would freeze up and she would continuously press buttons for two minutes with no response. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.